Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 3 of 4 allegations of the patient experienced unspecified sensor issue and lost consciousness. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
It was reported that an unspecified sensor issue occurred. The patient experienced unspecified sensor issue and lost consciousness. This occurred 4 times in the last year, this file is one of the events. No continuous glucose monitor (cgm) or blood glucose (bg) finger stick values were available. Approximately on (B)(6) 2022, he was transported to the emergency room (ER). Treatment details were not provided. The patient had several pre-existing complex medical conditions which included cardiac, blood pressure, and kidney function issues. He was also found to be more insulin resistant in 2023 and has also changed bp and kidney meds. Doctors at the ER could not determine if the cgm or the patient¿s pre-existing medical conditions and medication changes caused the loss of consciousness. After stabilization at the ER the patient was sent home to recover. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.